Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, delamination on the plug strap and an opening on the anterior side. A leak test and microscopic analysis were performed which identified: a sharp crease opening, delamination of the plug strap, <75% partial separation, wear abrasion and brown particles. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp crease opening on the anterior side due to a fold flaw opening, and partial delamination of the plug strap (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.